Manufacturer narrative:
A visual evaluation of the returned device found the needle had penetrated the outer catheter at the proximal end of the distal stop. A functional test was performed but the needle was stuck at the proximal side of the hub when the handle was actuated. The distal end of the sheath was pulled straight, the needle was retracted and when the handle was actuated, the needle was able to extend without issues. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable a DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an excelon tbna needle was used in a procedure. According to the complainant, the needle would not extend out of the sheath. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The investigation found the needle had punctured through the sheath. This is now a reportable event.